Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the lightsource was taken out of the box for the first time and installed on a tower. It was further reported that when the lightsource was turned on, it displayed an e-4 error message.